Manufacturer narrative:
Follow up with the reporter provided additional information that the original procedure was a left shoulder arthroscopy with slap repair and open rotator cuff repair. At the patient's first post-op visit (approximately one week post-op), there was no complaint of complication. Approximately one month post-op the patient came into the clinic with signs of tenderness, capsulitis, and inflammation. A medrol dose pack was given at that time. The patient was seen again two weeks later with no problems. The swelling was noted again approximately one week later, but there was no other evidence of infection. Blood work was drawn and an ultrasound was done to rule out dvt or subclavian blood clot. The ultrasound was negative. Another medrol dose pack was prescribed. The patient was seen again a few days later and was noted to have a decrease in swelling and no other complications were noted. The patient has since had no problems and will continue to be followed by the surgeon. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices remain implanted and therefore could not be returned for evaluation; the complainant's event could not be verified. Device history record revealed nothing relevant to this event. This device is supplied sterile. Based on the information provided, a definitive cause for the reported event could not be determined; the most likely cause(s) of these types of post-op symptoms include a nosocomial source of infection, patient non-compliance with post-op wound care directions, and/or an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. In addition, the patient's health history and preexisting medical conditions may have contributed to the reported event. This is the third complaint of this type for this part/lot combination, all of which have been reported from the same facility/surgeon. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient had an infection/inflammatory response approximately two weeks post-op. The symptoms cleared up eventually without antibiotics.